Event description:
Healthcare professional reported left side deflation. Additionally, healthcare professional reported capsular contracture, baker grade unknown. Device has been explanted

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, yellow particles in the shell and opening linear on posterior leak test and microscopic analysis was performed which identified: opening crease smooth on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a opening crease smooth on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported left side deflation. Additionally, healthcare professional reported capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, and deflation.

Event description:
Healthcare professional reported left side deflation. Additionally, healthcare professional reported capsular contracture, baker grade unknown. Device has been explanted.